Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (B)(6); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2019 brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2015; explant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient previously had a pump replaced and then ended up with an infection after the replacement. The pump and catheter were explanted. The issue was resolved at the time of the report.